Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for a sheath breakage because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. The likely root cause is the radial artery was smaller than expected and led to increased resistance during withdraw, causing the sheath to separate. The chief medical officer and pace were notified about this issue. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the destination slender broke inside the patient's wrist. The doctor stated that the patient had a small artery, and the sheath broke, despite the dilator being in during removal. The patient was sent to the hospital for surgery and removal. No blood loss was reported. Additional information was received on 18jan2025: the sheath was successfully removed in surgery, and that the patient was able to recover.

Manufacturer narrative:
D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot combination. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.